Manufacturer narrative:
(B)(4). Information was received from a distributor who is not required to complete form 3500a. Visual inspection of the device confirmed that the handle had broken. The device had been in the field for approximately 5 years. It is unknown how many times the parts had been used during that time. This device is used for treatment. Corrective and preventive actions were put in place to prevent further recurrence, including a redesign of the product. The reported device manufacture date is prior to actions taken. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that prior to the start of the case, the scrub technologist attempted to attach the sizing plate to the handle. Upon engagement of the locking mechanism, the internal components failed, causing the instrument to break.